Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular lead exhibited noise oversensing and low r waves. The right ventricular lead was capped and replaced (B)(6) 2022. The patient was in stable condition.